Manufacturer narrative:
We have now completed our investigation into the reported complaint. The device used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. It was reported that silicone is coming away from the dressing. Factors that can contribute to the reported event include, raw material issues or storage environment issues. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. An ongoing internal action is being carried out into the reported failure mode to reduce further instances of the reported event, therefore no further actions are deemed necessary into this specific complaint. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during dressing change, silicone is coming away from the dressing onto the liner while removing the liner for application and also silicone is staying on the skin/wound while removing the dressing to replace with a new dressing. It is unknown when did the event happened how was the procedure finished and if there was a delay. No other complications where reported.